Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The reported difficulties to remove and subsequent balloon detachment could not be confirmed based on the information available. Per the IFU, it is noted: "do not use excessive force/torque when using this device as this could result in damage to the device components and patient injury." The cause of the device becoming stuck could not be definitively determined. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
It was reported that a shockwave m5+ peripheral intravascular lithotripsy (ivl) catheter was used during a procedure to treat the superficial femoral artery (sfa)/popliteal. 180 ivl pulses were delivered. During the balloon removal attempt, the balloon would not pass through the sheath and detached from the ivl catheter. The balloon separated inside the patient after excessive force was applied during removal attempts. A second access site was required, and the detached balloon was subsequently retrieved with a snare.